Event description:
Caller reported a cgm error, which led them to contact technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller through the reset process, after which the error code did not reappear and the caller successfully started a new sensor session.